Event description:
It was reported that a steady increase in pacing lead impedance and increased capture threshold were observed. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received states that the lead was capped.